Manufacturer narrative:
Initially it was reported that the ventilator had pressure transducer issue. On-site investigation was performed by our field service engineer. According to provided information the issue was related to pressure transducer test failure, which was resolved by cleaning expiratory cassette membrane. The ventilator passed all functional and safety tests and was cleared for clinical use. Expiratory cassette is only measuring. Therefore, this situation is not-safety related, the issue will be displayed and appropriate measures can be taken.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator had pressure transducer issue. No further information was available at the time the report was sent. There was no patient harm reported. Manufacturer's ref #: (B)(4).